Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
While removing the hoffmann compact ex fix from a patient, the surgeon noticed that one of the rods had broken right where the rod was connected to the rod to rod clamp. The event was resolved, it was removed, and it was a standard removal.